Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05140 and 2134265-2017-05131. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced for visualization, however during auto-pullback, the catheter suddenly stopped retrieving and could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.